Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened act button dome switch. No unlocked j2 or lcd keypad connector noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that retention ring was broken at insulin pump. Customer¿s blood glucose was unknown. Customer stated that insulin pump works as designed. Insulin pump will be returned for analysis. Customer was advised to discontinue use of the pump and revert to backup plan. Insulin pump will be returned for analysis.